Event description:
It was reported that during use of the afr-00016 impedance mapping system in a cardiac ablation procedure, a software issue occurred in which large swaths of points were unintentionally deleted when editing the right atrium map. The case was exited, and then resumed, and while the points and voltage were visible, the activation map did not return and appeared blank. The mapping of the left atrium proceeded without further large point deletion. The case was completed. It was further reported that following the procedure, the patient exhibited prolonged recovery from anesthesia, characterized by not waking up as expected and displaying symptoms of ¿sleeping beauty syndrome.¿ neurology was consulted and was not initially concerned for stroke; a computed tomography (CT) scan performed the evening of the procedure was reported as "good" and "clear." The following day, magnetic resonance imaging (MRI) was diagnosed with a thalamic stroke. The patient was noted to be awake and communicative the morning after the procedure but fell back asleep before being seen by the electrophysiology physician. The event resulted in a temporary injury, neurologic complication, and extension of hospitalization, with the patient held overnight following the procedure. The patient is now in rehab. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID afr-00016 (serial: (B)(6)); product type: 2004-mapping hardware; product ID: non-medtronic product, product type: transseptal puncture device. Product ID: non-medtronic product, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.